Event description:
It was reported that the insulin pump alarmed motor error and the keys of the device were locked up. The customer's blood glucose was 486 mg/dl, which was treated with the insulin pump while it was still working. Troubleshooting was performed and the device started functioning normally, but then the device alarmed filed battery test. The customer called back later, the same day, and stated that they placed brand a new battery into the insulin pump and the device was back up and running. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.